Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to clogging of the nozzle the air supply volume did not meet the standard value, due to clogging of the nozzle the water supply volume did not meet the standard value, due to clogging of the nozzle the water removal ability dd not meet the standard value, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the adhesive on the bending section cover rubber had a chip, the adhesive on the bending section cover rubber had white-clouded area, the control unit was damaged, switches 1 and 2 had a scratch, the plastic distal end cover had a dent, the connecting tube had a scratch, and the image guide protector had a scratch. The customer cleaned, disinfected, and sterilized the device before returning to olympus. The customer flushed the air/water nozzle with air and water and a detergent solution and wiped/brushed the air/water nozzle with a lint free cloth, sponge or brush with no reported delays in the precleaning and no abnormalities observed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Suggested event can be inspected and prevented by following below IFU. Inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection. The prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had a poor air supply. The issue was observed during preparation for use on a diagnostic procedure. The procedure was completed with a similar device with no delays and there were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and foreign material was found to be attached in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.